Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, on the right upper lobe artery, the device did not fire and could not open again after the staple jaws were closed. They replaced with a new staple to complete the case. There was no patient injury.